Manufacturer narrative:
On 22-nov-2023, a manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures.manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 30-apr-2024, mentor received additional information about the event: the patient developed baker grade ii capsular contracture in both of her breasts post implantation. Bilateral rupture was diagnosed via MRI. The patient was scheduled to undergo bilateral explantation on (B)(6) 2024. Reason for device explant and/or reoperation: breast prosthesis rupture, capsular contracture. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 17-may-2024, mentor received additional information about the event: the patient¿s explanted breast prostheses were replaced with mentor memorygel breast implant 400cc gel breast prostheses. During explant surgery, both explanted breast prostheses were observed to have had multiple folds with no gross rupture noted. On 30-may-2024, the mentor failure analysis lab received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 24-jun-2024, mentor completed the investigation on the suspect medical device. Device evaluation summary: according to the information received, suspected breast prosthesis was reported. Upon explantation, the device was noted to have multiple folds with no gross rupture noted. Additionally, the patient developed capsular contracture. The product was returned to mentor for evaluation. Mentor conducted visual inspection and leak testing of the returned device. Visual analysis of the returned sample revealed that the breast implant had a crease/fold on the posterior view. Leak testing was performed, in accordance with mentor procedures, and no areas of gel exposure were detected during the analysis. A crease/fold failure may be the result of the continuous and sustained stresses to the device caused by the capsular contracture. Mentor concluded that the capsular contracture in the patient¿s breast was the result of the body¿s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsule, and effusion to pathology for examination. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. No corrective and preventive action (CAPA) is required now. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance. H6 investigation findings c22: cosmetic defect. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: n/a. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a patient underwent a breast augmentation revision procedure with mentor memorygel breast implant 470cc gel breast prostheses that both ruptured post implantation. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This medwatch report is for the patient¿s left breast prosthesis.